Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including diabetes, hypertension, previous myocardial infarction, previous stroke. Complications reported included death, arrhythmia, recurrent mr, additional mitraclip procedure, heart failure, shock; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article "transcatheter edge-to-edge repair of atrial secondary mitral regurgitation positively influences atrial remodelling" was reviewed. The article presented a retrospective single center study, to evaluate all consecutive patients treated with teer for mitral regurgitation (mr) in our centre. Devices mentioned include mitraclip and a non-abbott device. The article concluded that transcatheter mitral valve repair by edge-to-edge therapy represents a safe and effective therapeutic option in symptomatic patients with atrial secondary mitral regurgitation and might have the potential to induce left atrial reverse remodelling. [The primary author and corresponding author was aniela petrescu at university medical center mainz of the johannes gutenberg institution with corresponding email aniela.m.popescu@gmail.com]. The time frame of the study was january 2013 to october 2023. A total of 103 patients were included in this study, of which 88 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included diabetes, hypertension, previous myocardial infarction, previous stroke. (B)(6), unk mitraclip peri- and post-procedural complications included death, arrhythmia, recurrent mr, additional mitraclip procedure, heart failure, shock.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.